Manufacturer narrative:
Visual inspection confirmed the customer-reported issue of a damaged potentiometer cover torx screw. The root cause of the damaged potentiometer cover torx screw cannot be conclusively determined but can possibly occur due to improper use (incorrect tool to remove or insert the screw). A specialized tool, the l torx wrench, is provided with the freedom driver toolkit to remove and screw in the potentiometer cover torx screw. F-900013-en, freedom driver system operator manual for us, describes instructions for adjusting the beat rate of the freedom driver in section 7.7. Labelling states, "unscrew the setting dial cover on the back of the driver by using the l torx wrench." If this tool was not used to insert or remove the screw, it is likely that the torx screw would be damaged when adjusted with an improper tool. Despite the observed damage, the driver passed all sections of functional testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5003 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver beat rate cover screw was stripped and the cover could not be removed.